Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. Data analysis: console logs were consistent with what was reported in the complaint. Device analysis: console was tested and the reported issue was unable to be reproduced unless it was induced by disconnecting the luers prior to disconnect luer step of the deairing procedure. Conclusion: the root cause of this issue was likely use related. It is likely that the luers were already disconnected before reaching this stage of the deairing procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The impella pump has been reported on MFR report: 1220648-2025-28842.

Event description:
The user facility reported a 5.5 pump support placed for the patient admitted in with known cardiac history and a prior coronary artery bypass graft. It was reported that the aic (console) did not prompt step two during the de-airing to disconnect yellow to yellow luer lock. There was an "air in purge" alarm. The problem was eventually resolved and the procedure was completed with this console. There was no patient harm reported.